Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped objective lens, the light out, and the bending section detached from the c-cover, the cause was due to an expected or random component failure without any design or manufacturing issue due to problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a chipped objective lens, and the bending section detached from the plastic distal end cover. There was no patient involvement.